Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right ventricular (rv) lead implant procedure, the physician tried to implant the rv lead but it stopped at the superior vena cava (svc) vein, after a while a fracture was detected due to a acute angle that the lead kept without stylet inserted. It was also reported that the patient experienced hematoma, pleural effusion, hemothorax, and pneumothorax. The rv lead was removed, and not implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.